Manufacturer narrative:
The reported field event of unable to interrogate was confirmed in the laboratory and was due to backup vvi (bvvi). The device was tested on the bench and it was noted that the backup was due to severe code corruption. The cause of the bvvi was a failed product code download.

Event description:
It was reported that the patient presented in the clinic for a device follow up. It was noted that the pacemaker could not be interrogated and exhibited output failure. Telemetry tests were done and were not successful. The device was explanted and replaced. The patient was stable prior, during and post procedure.